Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 300 mg/dl. The customer suspended insulin and reverted to using a back-up therapy to address the bg level. The customer did not know what caused the high bg. A pump system check was performed and no device issues were found. The customer was to change out the infusion set site.